Manufacturer narrative:
Correction: correcting manufacturer date from mar 23, 2023 to jan 06, 2015 of the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, connector locks disappeared from the image occurred due to video connector part failure. The cause of the faulty video connector part could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found that the video connector is damaged and cannot be connected and the connector locks will disappear from the image. Additional findings were non-reportable: it was noted that there was battery depletion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported on behalf of the customer that their visera elite video system center's video connector is damage and cannot be connected. The issue was found during preparation for use for an unspecified procedure, and the procedure was completed using a similar device. There were no reports of patient harm.